Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co by the physician's office, the device was removed due to a "malfunction". As reported to co, the surgeon added 4 cm of tubing from a pump/cylinder set, to the connection between the pump and the reservoir as there was tension after the pump was repositioned. No device, nor any device component(s) were removed; tubing and assembly kit component(s) were removed; tubing and assembly kit component(s) were employed during the revision. 3/11/97 - upon receipt of the physician/surgeons operative report, he stated. "It should be noted that inspection and inflation of the penile prosthesis at initiation of the case revealed the pump to be very high in the right hemiscrotum; a capsule had formed around the pump. Using rubber shod clamps, the connector between the pump and the reservoir was cut out and an extra section of tubing approx 4 cm in length was placed and connectors were used to make the connection x2, after having spliced in this piece of tubing. The prosthesis was then inflated and deflated. There was some curvature of the cylinder, which was corrected by manual manipulation of the prosthesis cylinders when the prosthesis was erect."